Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulator was not helping her. Patient reported she was still as sick as before the ins was implanted. Patient reported the ins was put in to help with frequent urination and incisural bladder syndrome. Patient then reported that the therapy had not been helping for a while now months. Patient also reported she can¿t do her daily activities because she was so hot. Patient asked if this was related to the therapy, patient stated yes, but then reported that she had this problem prior to having the ins implanted as well. Patient noted that her healthcare professional (hcp) won¿t give her antibiotics and noted her doctors wants to do another surgery. Patient reported in the hcp office that a pin was stuck down by and patient did not know what the hcp did. No complications reported. No further symptoms reported.